Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "angled connector has spontaneously broken during ventilation". Alleged defect detected during use. Device was exchanged for a for a new one. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: lot# corrected to 16dt23. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and a crack was observed on the 22m swivel connector of the blue angular connector. A ring test was then conducted on the 22m swivel connector (bronchial and tracheal angular connectors). The device passed the test with no issues. A 100% inspection is conducted during the assembly process at the manufacturing facility; therefore, any defects would be detected prior to release. It was reported by the customer that the crack was found during use. It is possible that this occurred due to rough handling or over insertion at the user end, although this could not be confirmed. A conclusion code could not be chosen as the complaint of cracked connector was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that "angled connector has spontaneously broken during ventilation". Alleged defect detected during use. Device was exchanged for a for a new one. No report of patient harm. Patient condition reported as "fine".